Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams 800 cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified in the cuff. The balloon and pump components were also visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, and no leaks were identified. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Inspection of the device revealed no damage or irregularities that would affect the functionality of the cuff component. Product analysis was unable to confirm the reported size issue, infection, abscess, fever, swelling, and erosion issues.

Event description:
It was reported that the patient underwent a surgical procedure to remove their artificial urinary sphincter (aus) due to infection and erosion. It was explained that the patient presented to the emergency room (ER) where a cystoscopy was performed that identified cuff erosion that caused the infection along with a scrotal abscess. The patient's presenting complications when arriving at the ER were pain, fever, and scrotal swelling. Removal of the device was performed the same day along with urethral reconstruction. The patient stayed in the hospital for an antibiotic treatment. It was noted that the erosion may have been due to the cuff being too tight. The patient was reported to be permanently incontinent.

Event description:
It was reported that the patient has his artificial urinary sphincter (aus) device removed due to infection and erosion. It was explained that the patient went into the emergency room (ER), and a cystoscopy was performed that identified that cuff erosion was the cause of the infection along with a scrotal abscess. The patient's presenting complications when arriving at the ER were pain, fever, and scrotal swelling. The removal of the device was performed the same day along with urethral reconstruction. The patient stayed in the hospital for an antibiotic treatment. It was noted that the possible cause of the erosion was due to the cuff being too tight. The patient outcome was permanent damage or disability. It was further reported the infection started around (B)(6) 2020 and was diagnosed on the same day. The physician was unable to identify the type of infection, but the infection was in the urethra and scrotum. The infection was treated with antibiotics and removal of the device.